Event description:
A customer contacted beckman coulter (bec) on (B)(6) 2013 to report that troponin (accutni) quality control (qc) was running higher on the customer's access 2 immunoassay analyzer (B)(4) than their other access 2 (serial # not supplied). While troubleshooting with bec customer technical support (cts) the customer stated that the instrument also generated an ind flagged patient result on (B)(6) 2013. The patient sample was repeated and the result of 0.00 ng/ml was obtained. No erroneous results were reported out of the laboratory. The customer did not provide specific patient data for this event. The customer requested service to evaluate the instrument. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Patient sample collection and method of analysis was not supplied by the customer. After calibration performed on the instrument prior to the event, on (B)(4) 2013, quality control (qc) shifted up and was out of range greater than 3 standard deviation (sd) several times between (B)(4) 2013. A bec field service engineer (fse) was initially dispatched on (B)(4) 2013 to evaluate the instrument. The fse rebuilt the precision pump after noting the qc imprecision. The fse then ran a high sensitivity system check which failed due to imprecision. The fse returned on (B)(4) 2013 and replaced the precision pump and transducer. The fse ran a high sensitivity system check again which failed due to imprecision. The fse returned again on (B)(4) 2013 and replaced the wash carousel bearings. The fse ran a high sensitivity system check which failed due to a shuttle jam. The fse removed the analytical module and cleared the track. The fse performed an incubator belt alignment. The fse noted the waste bag was damaged and creating extra resistance. The fse noted that when the waste chute would fill to the point rvs began to enter the waste bag which caused the shuttle to jam into the rv it was pushing into the chute. The fse replaced the waste bag. In conclusion, the cause of the imprecise accutni qc is due to a damaged waste bag. The cause of the ind flagged patient result was not determined.